Event description:
It was reported that the patient had experienced urinary retention, primarily attempted to place silicone foley catheter, and had immediate blood returned and unable to advance the catheter. Medical doctor and urology notified, and orders received to place a coude. It was stated that the coude catheter placed with small amount of blood and immediate clear yellow urine. On (B)(6) 2022, it was stated that the foley kit with temperature cable was faulty, black temperature cable was not reading accurately. Removed and new kit opened, the black temperature cable was replaced and now functional. On (B)(6) 2021, stated that there have been six foley catheters which required aggressive flushing and irrigation. After flushing, substantial amounts of urine output occurred. The attending and staff feel this could be related to a batch of defective foleys. On (B)(6) 2021, customer had trouble with foley catheters draining like they should. They had to flush the foleys, after flushing, they would get 1000 - 1500 ml urine out. The product also felt different texture wise like the foley tubing was not as rigid, now have multiple kinks in them and it did not automatically correct the kinks. This was the 11th foley that our team has had to flush in a 1-week period and then would get back a large volume of urine. Customer would like to avoid a bladder rupture at all costs. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to ¿sensor wire too weak/ thermistor chip too weak/ handling damaged¿. It is unknown whether the device had met relevant specifications. The product was used for diagnostic and treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "bard® ez-lok® sampling port (indicated by the blue stem in the port) accepts luer lock or slip tip syringes 1. Occlude drainage tubing a minimum of 3 inches below the sampling port by kinking the tubing until urine is visible under the access site. 2. Swab surface of bard® ez-lok® sampling port with antiseptic wipe. 3. Using aseptic technique, position the syringe in the center of the sampling port. Press the syringe firmly and twist gently to access the sampling port. 4. Slowly aspirate urine sample into syringe and remove syringe from sample port. 5. Unkink tubing if necessary and transfer urine specimen into specimen cup or follow hospital protocol. Discard syringe according to hospital protocol. 6. Follow established hospital protocol for specimen labeling and transport to lab. Warnings: ¿ do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause the balloon to burst. ¿ this is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. ¿ after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Cautions/precautions: ¿ maximum indwelling time should be less than 30 days. ¿ urethral strictures, false passages, prostatic enlargement, and post-surgical bladder neck contractures can make urethral catheterization difficult and may require the services of a urologist. ¿ do not aspirate urine through drainage funnel. ¿ do not use if package is damaged. ¿ storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. ¿ consult accompanying documents. ¿ federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. ¿ visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. ¿ caution: as with all temperature probes, in the presence of rf energy sources, local heating, temperature errors and probe damage may occur. In medical use, unplug the temperature-sensing catheter at the extension cable before activating electrosurgical or other types of direct coupled rf energy sources. ¿ do not stretch catheter - may cause repositioning of probe. Do not use stylet - may cause stretching of catheter." Corrections: d,g,h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the patient had experienced urinary retention, primarily attempted to place silicone foley catheter, and had immediate blood returned and unable to advance the catheter. Medical doctor and urology notified, and orders received to place a coude. It was stated that the coude catheter placed with small amount of blood and immediate clear yellow urine. On 05feb2022, it was stated that the foley kit with temperature cable was faulty, black temperature cable was not reading accurately. Removed and new kit opened, the black temperature cable was replaced and now functional. On 07aug2021, stated that there have been six foley catheters which required aggressive flushing and irrigation. After flushing, substantial amounts of urine output occurred. The attending and staff feel this could be related to a batch of defective foleys. On (B)(6) 2021, customer had trouble with foley catheters draining like they should. They had to flush the foleys, after flushing, they would get 1000 - 1500 ml urine out . The product also felt different texture wise like the foley tubing was not as rigid, now have multiple kinks in them and it did not automatically correct the kinks . This was the 11th foley that our team has had to flush in a 1-week period and then would get back a large volume of urine. Customer would like to avoid a bladder rupture at all costs. No medical intervention was reported.